Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06083. (B)(6) clinical trial. It was reported that myocardial infarction (mi) and stent restenosis occurred. The patient had two contiguous promus premier¿ stents placed in the left anterior descending artery (lad)2 and lad3 in (B)(6) 2013. In (B)(6) 2014, the patient presented to the emergency department with complaints of chest pain at rest associated with a vagal accompaniment, which stopped with nitroglycerin. At the emergency department, the patient was given a loading dose of aspegic and heparin and admitted into the cardiology services department. A coronary angiogram revealed long sub-occlusive narrow restenosis in the lad2 and lad3 stent and thrombolysis in myocardial infarction (timi) 2 flow delay in the lad in the previously placed non-study, 3.5 x 20 mm promus premier¿ stent. The patient was moved to the cardiovascular surgical department for planned emergency surgical myocardial revascularization in view of his unstable condition despite nitrite derivatives and heparin. The subject underwent coronary artery bypass grafting (CABG) x 1 vessel with left internal mammary artery (lima) to mid lad. The post-operative troponin peak was 186 ng/ml and echocardiogram revealed septal hypo-kinesis, mildly hypo-kinetic rv, dry pericardium and minimal pleural effusion. In a(B)(6) 2014, the subject was discharged on dual antiplatelet therapy.